Event description:
It was reported that the ilet displayed repeated ¿unable to proceed¿ alerts during multiple attempted supply changes, consistent with an alarm/malfunction, and the device was replaced; a related prior event of high glucose occurred due to blood in short tubing of the infusion set, and the medical device problem was characterized as failure to infuse with the motor component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and linked the issue to the motor component consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.